Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment of a moderately calcified lesion (99 percent stenosis degree) in the mildly tortuous distal cx. While trying to deliver the device down the cx, the physician was unable to deliver it. He then tried a 6f guideliner, and the mission stent was being hung up on a proximal lad stent. When he pulled back the mission stent, it came off the balloon and was stuck in the lm. He tried multiple times to retrieve the stent and was finally able to with a snare. He did kissing balloons in the cx and lad and was able to deliver two mission into the cx. Patient was doing ok.

Manufacturer narrative:
Combination product: yes. Neither the complaint instrument nor the angiographic material were returned. Therefore, no technical investigation on the subject could be performed. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. Considering the physicians description, the root cause for the complaint event is most likely related to the patients anatomy (i.e., previously implanted stent). It should be noted that the IFU advises the user that if the stent system was removed prior to expansion, not to reinsert the stent and/ or the delivery system as it may have been damaged during the initial attempt to cross the lesion or during the withdrawal.